Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It is possible that interaction/friction with the anatomy after the procedure resulted in the reported stent material deformation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, a non-abbott stent was implanted in the xact stent to reopen the common and internal carotid arteries. The reported difficulties possibly caused/contributed to the reported patient effect; however, a conclusive cause for the reported stroke, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect(s) of stroke is listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems. Correction: h6- health effect - clinical code 1942 for ischemia was removed. H11 - additional mfg narrative: revised.

Event description:
It was reported that the procedure was to treat a lesion in the common internal iliac artery. On (B)(6) 2025 a 9tx40x136 xact stent was implanted. Then, on (B)(6) 2025 the patient had a stroke and went to the emergency room. On (B)(6) 2025 the stent was noted to have become crushed in the vessel and cause reduced blood flow. On (B)(6) 2025 a non-abbott stent was implanted in the xact stent to reopen the common and internal carotid arteries. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It is possible that interaction/friction with the anatomy after the procedure resulted in the reported stent material deformation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, a non-abbott stent was implanted in the xact stent to reopen the common and internal carotid arteries the reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported ischemia and stroke, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect of stroke is listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.